Event description:
An implant card was received for the generator replacement of a vns patient. It was noted that the patient was implanted with a new generator, and that the reason for replacement was "battery depletion." The lead impedance was marked as ok; however, the low impedance option was also circled in this field. Multiple attempts have been made to the surgeon's office for additional details on the low impedance marked on the implant card, however no further details have been received to date. No other relevant information has been received to date.